Event description:
Boston scientific received information that this device displayed varying pacing impedances on the right ventricular which returned to more normal values. This device remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Manufacturer narrative:
Further analysis confirmed that there was no issue present when it comes to the pacing impedances, but rather noise displayed on this device. No further information is available at this time.